Event description:
Implant broke after the patient fell and had trauma to the head. A revision surgery was performed to remove the broken implant.

Manufacturer narrative:
The patient was supplied at the (B)(6) 2012, with a htr. After a fall of the back of the head the implant was broken. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. The user facility reported that the complaint item was discarded during the revision surgery and therefore, not available for review by the manufacturer. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.